Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, while charging the pump battery, a power source alert occurred. The customer attempted to charge the pump with different power sources to resolve the power source alert received; however, the issue continued. The customer's blood glucose was 151 mg/dl. Customer reverted to using an alternate method of insulin therapy.